Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood leak alarm sounded during treatment, dialyzer checked and found to be contaminated with blood in the dialysate. Test strips were used to confirm. Estimated blood loss was approximately 200 cc. Patient had no adverse effects and no medical intervention was required. Patient continued treatment on a new dialyzer. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.